Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead's impedance started to climb and that the capture thresholds have also risen. The lead was capped and replaced. No patient complications have been reported as a result of this lead.